Manufacturer narrative:
The device was returned and during a standard inhouse inspection and evaluation of the device, error code e105 lamp error was observed due to defective led repair. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset (visera elite ii video system center), the device exhibited error code e105 lamp error. The customer did not report any problems associated with the device and no patient involvement, no harm or user injury reported to olympus.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, error e105 was confirmed. And led light source unit was found to be defective (disconnected or short circuited). And a repair was recommended. It was stated, that it is possible that error e105 occurred, because led light source unit malfunctioned. However, they could not determine, why the led light source unit malfunctioned. The instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: ¿otv-s300 instruction manual: 10.2 troubleshooting guide [error messages]: code: e105 ·error message: lamp intensity error. Possible cause: the lamp of the video system center malfunctions. Solution: immediately turn the video system center off and turn it on again after a while. If the same problem occurs after turning the video system center on again, immediately turn the video system center off. And unplug the power cord from the wall mains outlet. And the ac power inlet on the video system center, then contact olympus¿. Olympus will continue to monitor field performance for this device.